Event description:
It was reported that the procedure was cancelled. The target lesion was located in the left circumflex artery (lcx). A rotalink advancer and a 1.25mm rotalink burr were selected for use. During the procedure, it was noted that the burr and the steel wire of the advancer were stuck together at high speed. However, as another advancer was not available, the procedure could not be continued. There were no patient complications reported.

Event description:
It was reported that the procedure was cancelled. The target lesion was located in the left circumflex artery (lcx). A rotalink advancer and a 1.25mm rotalink burr were selected for use. During the procedure, it was noted that the burr and the steel wire of the advancer were stuck together at high speed. However, as another advancer was not available, the procedure could not be continued. There were no patient complications reported.

Manufacturer narrative:
The device was returned for analysis. The handshake connection, burr housing, sheath, coil, burr, and annulus were visually and microscopically examined. Inspection of the device found that the handshake connection was bent. Product analysis confirmed the reported event, as the handshake connection was bent. It was considered likely that the bent handshake connection was the cause for the reported issues between the burr catheter and advancer within the reported events.